Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product: associated item number: 00625006540, item name: bone screw self-tapping 6.5 mm dia. 40 mm length, lot #: unknown. Associated item number: 00625006520, item name: bone screw self-tapping 6.5 mm dia. 20 mm length, lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were not reviewed because the lot number was not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
Clinical study reported that the patient underwent revision surgery due to unknown reason.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no specific event information is available. Event summary: reported event: patient was implanted with a right tha consisting of a metasul head (durom) and a cls stem on (B)(6) 2006. The tha was revised on (B)(6) 2012 due to unknown reason, except of the cls stem which was retained during this revision. Later, the cls stem was revised on (B)(6) 2016 due periprosthetic fracture. Review of received data: no medical data such as a detailed event description, x-rays, surgical notes or any other case-relevant documents received for this revision. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: due to significant lack of information (unknown event), it was impossible to perform a meaningful risk assessment. However, all possible causes related to the device are listed in dfmea. Conclusion summary: due to significant lack of information (insufficient event description, missing medical documentation such as x-rays, surgical reports, office visits, etc.), it was impossible to perform a meaningful complaint analysis. If more information becomes available the case will be reassessed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.